Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient saw "unable to provide desired settings" on all 3 programs. The rep ran impedances and found that electrode 0, 2, and five were > 40,000. These electrodes were removed from current programming and good therapy was established. The oor was resolved. No known factors led to the issue. No symptoms or further complications were reported.